Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair info is not available.

Event description:
The customer reported the system would not display an image during fluoroscopy. There is no report of pt injury or death.